Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was installed. Device was monitored for 4 days. No blank display anomaly or flickering display anomaly noted. Device uploaded properly using care link. Device had intermittent button response on the express bolus, esc, act and up arrow buttons due to flattened dome switch. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device had cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump display was blank. Customer did not mentioned blood glucose at the time of incident. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. Customer also reported flow block the customer will buy new battery and try to troubleshoot the pump. The insulin pump will not be returned for analysis.